Manufacturer narrative:
Eval summary: a review of the logfiles showed that all treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior the day of the treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the MFR's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A technician reported that, a pt complained of being light sensitive, hazy vision, and that it was hard to focus, one day following bilateral lasik surgery. Flap edema was noted, and topical steroids were increased to treat the event. In a follow up, the technician reported that the event had resolved with treatment. No further info is expected. There are two medical device reports associated with this event. This report is for the left eye.